Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse inspected the system and was unable to reproduce the customer reported failure mode. However, the fse replaced usm #4 as precaution. The system was tested and verified as ready for use. The usm involved with this event has been received and is undergoing failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the instrument log was completed, and no errors related to the reported incident were observed. Review of the advanced system log was completed, and there is nothing to suggest fault with the system. The logs from before and after the procedure were also reviewed, and there have been no other events that would suggest faults related to the reported event. A video provided by the customer for this event was reviewed and showed it is difficult to determine if this is non-intuitive motion on usm #4 without seeing video of the master controllers at the surgeon console. At 00:01, the following message appears over arm 2: ¿arm is at a rotation level, remove instrument and unroll arm.¿ it appears the user tried to continue using the fenestrated bipolar forceps instrument. At 00:12, the mcs instrument on arm 4 exits field of view and at 00:14, a message appears over arm 4: ¿move grip to match instrument.¿ four seconds later, the mcs instrument comes back into field of view with same match grips message appearing. Four seconds after that, the mcs instrument exists field of view and the message ¿visualize instrument then move grip to match instrument¿ appears. At 00:22, the message on arm 4 changes to ¿visualize instrument.¿ at 00:28, the instrument in arm 2 is removed. One second later, the mcs instrument comes into field of view, jaws close and are then moved back out of field of view. At 00:31, the mcs instrument comes into field of view with jaws open, contacts the tumor then moves back out of the field of view. Five seconds later, the mcs instrument is out of frame and the message ¿visualize instrument then move grip to match instrument¿ appears.

Event description:
It was reported that during a partial nephrectomy procedure, the universal surgical manipulator (usm) #4 insertion axis moved without the surgeon¿s command. The issue occurred when the monopolar curved scissors (mcs) instrument installed on usm #4 moved without control within the abdominal cavity. The malignant tumor, which was intended for removal, was hit, and injured. The benign portion of the kidney was not injured nor was the patient injured elsewhere other than the tumor. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the live logs and did not note any associated errors. The issue was resolved during the procedure by removing the mcs instrument and performing targeting again. The procedure was completed robotically.

Manufacturer narrative:
On 07-aug-2023, the following additional information was obtained about the reported event: the universal surgical manipulator (usm) has been received and investigations completed. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a pfpt [psc (patient side cart) fixture test platform] where all tests passed. As a precaution, the insertion slsa [searchlight single axis] and ffc [flat flex cable] will be replaced.

Event description:
Refer to h10/h11 for follow-up information.